Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
Customer reported receiving an error 4 on the display of their freestyle flash blood glucose monitor during setup. During the course of troubleshooting with adc customer svc, it was discovered that his locked meter is now unlocked and that the unit of measure was set to mmol/l instead of mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.